Event description:
It was reported that an occlusion alarm occurred and the customer¿s blood glucose level was 509 mg/d. The customer went to the emergency room and subsequently hospitalized and was treated with intravenous fluids of saline to address the issue. The customer was discharged from the hospital on (B)(6) 2025 with no permanent damage and reverted to an alternate method of insulin therapy.